Manufacturer narrative:
The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the circuit was leaking and failing the set-up test on the ventilator. No patient injury reported.